Event description:
A false positive advia centaur cp troponin test result was obtained on a pt sample and reported to the physician. Repeat testing was performed twenty five minutes later and the result was negative. The laboratory corrected the reported result and a new pt sample was redrawn. The redraw was tested and the result was negative. Pt treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant troponin ultra result.

Event description:
A false positive advia centaur cp troponin test result was obtained on a pt sample and reported to the physician. Repeat testing was performed twenty five minutes later and the result was negative. The laboratory corrected the reported result and a new pt sample was redrawn. The redraw was tested and the result was negative. Pt treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant troponin ultra result.

Manufacturer narrative:
The cause for the false positive advia centaur troponin ultra result is unk. The customer suspects sample handling and declined service. No further eval of the device is required.

Manufacturer narrative:
The cause for the false positive advia centaur troponin ultra result is unk. The customer suspects sample handling and declined service. No further eval of the device is required.